Event description:
It was reported that a patient presented to clinic due to feeling pocket stimulation. Device interrogation revealed that the pacemaker (pm) had gone into backup mode. The pm was restored to normal settings. The patient condition was stable.